Event description:
Customer's parent called to report the pump had a no delivery alarm. Troubleshooting was performed. The alarm continued. It was stated that the lead screw was dusty and the batteries were not fresh. Device was not dropped. Bumped, or exposed to moisture.